Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer resumed insulin delivery. Customer's blood glucose was 250 m/dll.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.